Event description:
In 2007, the patient stated that for the past week he has had difficulty with the down button of his infusion device. He stated that on the same day, the down button would not respond and he was not able to bolus after his meal causing his blood glucose to elevated to 160 mg/dl. He then switched to his backup infusion device and completed his bolus. He stated he does not have a normal range and his blood glucose could measure 50-250 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.